Manufacturer narrative:
Additional, corrected, and/or changed data: e1, h8.

Event description:
Healthcare professional (hcp) reported that a patient injected on both cheeks with skinvive¿ by juvéderm® and 3days after injection experienced, "discoloration of skin & blanching", arterial occlusion ". Treatment included hyal was injected through blunt cannula. Symptom information not provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected on both cheeks with skinvive¿ by juvéderm® and 3days after injection experienced, "discoloration of skin & blanching", arterial occlusion ". Treatment included hyal was injected through blunt cannula. Symptom information not provided.